Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter product surveillance contacted a home patient (hp) on (B)(6) 2012 the regarding a check heater line alarm. The cg stated that for that evening they just ended therapy on the machine and continued by using manual supplies. The cg stated they did this because they found that one of the solution bags were leaking. They stated they found the leak where the bag connects to the cassette and they are not sure why it was leaking, they did not notice anything different or unusual with the supplies. The cg stated they do not have any samples available for evaluation nor do they recall the lot numbers from that evening. The cg stated that overall the home patient (hp) therapy has been continuing very well since then and that they have not had further problems or needed medical intervention. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.